Event description:
A customer was contacted by beckman coulter, inc. (Bec) regarding accutni assay performance and indicated some occurrences of non-reproducible false positive troponin (acctni) results generated by unicel dxc 600i synchron access clinical system for two (2) patients sometime in (B)(6) 2011. The results were not reported out of the laboratory as the high results were caught by delta check. Repeat testing was performed and the negative results were reported out of the laboratory. The pertinent patient results and demographics were not supplied by the customer. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The samples were collected in lithium heparin or yellow top serum tubes. Centrifugation data was not supplied. No specific event qc data was supplied. The instrument was currently performing within qc specifications upon contact with the customer. The laboratory does have a proactive accutni patient sample repeat analysis procedure, which includes re-analyzing all accutni samples recovering greater than 0.7 ng/ml and are not confirmed by the laboratory's delta check process. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. A root cause for this event has not been determined.